Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a thoracic aneurysm in the descending thoracic aorta that was intended to be treated with a gore(r) tag(r) conformable thoracic stent grafts with active control system (tgm). It was stated that the device was advanced to the intended location and successfully deployed to intermediate diameter. After the secondary deployment handle was removed to deploy the device to full diameter, it was reported that the endoprosthesis remained at intermediate diameter. The following deployment steps were performed without issues and it was possible to remove the device catheter. However, it was stated that the endoprosthesis remained at intermediate diameter and that the device moved distally into the aneurysm. The physician was able to advance a balloon into the device and initiated distal and proximal ballooning to secure the device in the position and to fully open the device. According to the physician the device expanded to full diameter rapidly after the balloon was inflated. At that moment the device moved more distally. The device was finally secured and ballooned proximal to the celiac artery, not covering any major vessels. The procedure was completed with the device remaining in the final position. On (B)(6) 2020, a reintervention was performed. The endoprosthesis was moved proximal to the intended position by using a gore(r) molding & occlusion balloon and later a reliant balloon. To stabilize the exclusion of the aneurysm, a medtronic valiant navion endoprosthesis was implanted. It was also stated that is was necessary to stent the celiac trunk. The patient tolerated the procedure.

Manufacturer narrative:
Code 4112: imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. There appears to be an undeployed ctag with active control system in the distal descending thoracic aorta. There are no images available of the device at the intermediate stage. Unable to confirm proximal and/or distal seal and how this seal or lack thereof may have contributed to device migration. Unable to confirm the proximal and/or distal landing zone lengths are = 2cm. A balloon appears to have been used within the proximal, mid and distal portion of the ctag® device with active control. At the proximal, middle and distal locations, the device appears to be deployed to full diameter. Other locations appear to be deployed to intermediate stage diameters. There appears to be a double density likely representing the celiac in the image provided. This seems to indicate the celiac is patent. Additional images needed to properly assess this visceral vessel. A competitive device appears to have been placed proximally within the gore ctag ® with active control a small diameter stent or balloon was placed in an unidentifiable visceral vessel. Code 10: engineering evaluation: the device evaluation showed the following:the secondary deployment line (sdl) that remained connected to the secondary deployment knob measured approximately 94 cm. This is significantly shorter than the approximate 170.4 cm sdl attached to the deployment knob of a fully deployed secondary sleeve on a separate 34x34x20 device. Damage was identified near the break location on the fiber. The core and outerwrap of the fiber appear to have ultimately failed in tension and are not indicative of a clean cut. The length of the returned sdl is indicative of the line breaking, supporting the physician¿s observation of the device remaining at intermediate diameter following secondary deployment. Secondary deployment not occurring is likely due to the secondary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the secondary deployment line breaking could not be confirmed with the currently available information.